Manufacturer narrative:
Evaluation codes: results: visual inspection of the returned product showed that a haptic plate was torn off from the optic and the optic was torn. There was a clear surgical residue on the lens.

Event description:
It was reported that the surgeon inserted a cc4204bf collamer plate lens and did not like the way the lens seated in the eye. The incision was enlarged and the lens was cut out of the eye. The wound was sutured after the back up lens was implanted.